Event description:
Device malfunction: unable to inflate, tear in balloon. Time of malfunction: during procedure. Symptoms / ae: none. It was reported that during a renal artery stenting procedure, the balloon would not inflate. The stenting system was removed from the anatomy fully intact. There were no adverse pt effects reported. A second omnilink stenting system was used successfully. Subsequent to receiving this info, the device was returned and analyzed in the product testing lab. It was found that there was a longitudinal tear in the distal end of the balloon. Although requested, there is no additional info available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed that the stent delivery system (sds) was returned with no blood or contrast visible. There was fluid visible in the balloon and in the inflation lumen. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was no other damage noted to the sds. A new indeflator was used to pressurize the balloon and fluid leak was observed from a longitudinal tear on the balloon starting at the distal end of the stent implant and extending distal for a length of 3 mm. A sem (scanning electron microscope) of the balloon catheter showed that the distal end of the balloon, distal end of the stent, and the distal marker had mechanical damage. The balloon tear was due to mechanical damage to the outer balloon surface. There was no mention of observing a leak during preparation which would have identified a pre-existing tear in the balloon. Balloon damage can occur during production or procedural use. Per the device instructions for use, the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. During production all balloon catheters are 100% visually inspected for damage, 100% inflated to nominal pressure for balloon measurements, and 100% inspected for leaks prior to packing. No specific root cause was identified for the balloon damage. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.